Event description:
On 04/2009, we were informed by our united states initial distributor and importer, (B) (4) that they had received a letter from the patient's lawyer dated 04/11/2009 stating that they had been in incident back on (B) (6) 2007 where patient was burned during a procedure by the dentist at this dental clinic while using the hand piece with blade option that was being claimed to have been included with the bonart's art-e1 electrosurgery unit.

Manufacturer narrative:
Evaluation of devices within the same manufacturing and shipment batch did not reveal any kinds of malfunctions in design nor in operations. We had determined that our documentation and record on file did not show any mislabeling. It was a simple mixed up by our assembly personnel (human error) during the packaging process. Following actions have been in process: thorough review of our production and packaging procedures. Continuous personnel training. Recommended united states initial distributor and importer, (B) (4). FDA (B) (4) to forward immediate product alert notification to their customers about replacement to be sent out to any possible incorrect type of hand pieces that had come with this batch of shipment.